Event description:
Caller alleged discrepant inratio2 inr results. Results as follows: date: (B)(6) 2013, inratio inr: 2.2, 1.5 and 1.9. The time between testing was five minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no add'l info provided. The lot number for the strips was not provided as the testing was performed by a trainer using the trainer's test strips and the caller did not have that info.

Manufacturer narrative:
Investigation pending.